Event description:
The customer reported via phone call that they were hospitalized for 3 days on (B)(6) 2021 for high blood glucose. Blood glucose reading was 500 mg/dl. The customer was treated with intravenous insulin drip at the hospital. Troubleshooting for the customer¿s high blood glucose was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.